Manufacturer narrative:
Product not returned to manufacturer.

Event description:
The dentist reported that in 2010 it was performed a sinus lift by opening the vestibular area and left eight (8) months for recovery. In 2011, two (2) dental conical certain implants were placed. The implants were loaded after nine (9) months of integration. Patient came for the periodical appointments and everything went well. On (B)(6) 2016 patient came to the clinic with a purulent sinusitis, then the dentist removed the bridge to check the area, and the most distal implant relocated into sinus. A surgery was performed from the vestibular area to remove the implant.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint could not be verified as an x-ray was not provided by doctor showed the position of the implant in the maxillary sinus and there were no manufacturing deviations identified with the implant that could cause or contribute to the reported events. Visual inspection of the as received product identified general signs of usage. There was slight wear around the external threads and noticeable discoloration around the external hex. The internal threads did not identify any damage and appeared to be in a functional condition. The device history record review was performed and did not identify any non-conformances. A definitive root cause has not been determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Codes (B)(4).